Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2015 note that the patient was experiencing difficulty breathing. The patient was seen by an allergist and given an inhaler. There was no audible wheezing and no clinical evidence of asthma. The physician was unsure if the difficulty breathing was related to vns. Attempts to obtain additional relevant information has been unsuccessful to date.